Event description:
Resident went into cardiac arrest and a code was called by the clinical team. During the code, an AED was used and activated three times to emit an electrical current which if tailed to do on the three times used. Ems arrived to the nursing home and used their AED and regained a pulse, the resident was transferred to the hospital.